Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and no relevant clinical medical information was provided to conduct a thorough medical assessment. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the surgeon had an unhappy patient which received the primary surgery from another surgeon. Patient complaint of instability. Surgeon did a flickergram on the patient to see if the femoral component was lose. The result was not conclusive so the surgeon performed a surgery to investigate.